Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 2000 ohms. The patient had been brought in and all impedance testing in bipolar configuration were within normal range, and isometrics were performed with no noise or changes in impedances. The system remains in-service, and because the patient was not dependent they elected to turn off the safety switch and monitor the patient remotely. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 2000 ohms. The patient had been brought in and all impedance testing in bipolar configuration were within normal range, and isometrics were performed with no noise or changes in impedances. The system remains in-service, and because the patient was not dependent they elected to turn off the safety switch and monitor the patient remotely. No additional adverse patient effects were reported. Additional information was received with observations that this pacemaker minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring (sam) feature. There were no observations of noise, however unrelated atrial activity may also have impacted the trigger of the sam episode. Review of the stored atrial tachy response (atr) episodes were appropriate. The plan was to continue to monitor this patient. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 2000 ohms. The patient had been brought in and all impedance testing in bipolar configuration were within normal range, and isometrics were performed with no noise or changes in impedances. The system remains in-service, and because the patient was not dependent they elected to turn off the safety switch and monitor the patient remotely. No additional adverse patient effects were reported. Additional information was received with observations that this pacemaker minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring (sam) feature. There were no observations of noise, however unrelated atrial activity may also have impacted the trigger of the sam episode. Review of the stored atrial tachy response (atr) episodes were appropriate. The plan was to continue to monitor this patient. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced, and was returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. In addition, this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had recent intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 2000 ohms. The patient had been brought in and all impedance testing in bipolar configuration were within normal range, and isometrics were performed with no noise or changes in impedances. The system remains in-service, and because the patient was not dependent they elected to turn off the safety switch and monitor the patient remotely. No additional adverse patient effects were reported. Additional information was received with observations that this pacemaker minute ventilation (mv) sensor oversensing the high impedances and switching vectors as appropriate per the signal artifact monitoring (sam) feature. There were no observations of noise, however unrelated atrial activity may also have impacted the trigger of the sam episode. Review of the stored atrial tachy response (atr) episodes were appropriate. The plan was to continue to monitor this patient. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced, and was returned to the manufacturer for analysis. No additional adverse patient effects were reported.